Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, 99% stenosed, proximal to mid left anterior descending artery. The 1.5x12 mm trek balloon was delivered to the lesion for pre-dilatation. There was some resistance felt during crossing; however, it was able to cross successfully. The balloon would not inflate during the first attempt at 0 atmospheres. Contrast was seen leaking out of the balloon on angiography indicating a rupture had occurred. There was no resistance felt during retraction of the balloon catheter from the anatomy. A non-abbott balloon catheter was used to complete pre-dilatation successfully. A non-abbott stent was used, and although some resistance was felt during advancement, it successfully crossed the lesion and was deployed. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices: guide wire: runthrough, rg3, xt-a; guide cath: heartrail. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.